Event description:
It was reported that the patient received inappropriate therapy due to p-waves oversensing on the rv lead. The lead was dislodged due to twiddlers syndrome. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
(B)(4)